Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6,

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) missing shell observed assessed as inconclusive. Additional observations: ¿ red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.